Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding six (6) erroneous creatine kinase (cki) results obtained on a patient sample on a dimension vista 500 intelligent lab system. Siemens is evaluating the event.

Event description:
The customer reported to siemens that they obtained six (6) erroneous creatine kinase (cki) results on a patient sample on a dimension vista 500 intelligent lab system. The initial erroneous result was not reported to the physician. The same sample was reprocessed twice with auto dilution and thrice with manual dilution on the original dimension vista 500 intelligent lab system. The reprocessed results obtained were higher and considered erroneous. The same sample was reprocessed with 1:231 manual dilution on the original dimension vista 500 intelligent lab system and a result obtained was higher than the initial result and lower than the other reprocessed results. The reprocessed result with 1:231 manual dilution was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneous creatine kinase (cki) results.

Manufacturer narrative:
Additional information (26-mar-2025): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the information provided by the customer and instrument data files. Calibration and quality control (qc) recovered within the customer¿s expected ranges, indicating that the creatine kinase (cki) assay was performing acceptably. Siemens requested the return of the sample from the customer for further testing, but it was unavailable with the customer. The cause of the event is unknown. A product problem was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Initial MDR 2517506-2025-00017 was filed on 06-feb-2025.